Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on both channels. Technical services (ts) was consulted and upon review it was confirmed that the patient was in a surgical procedure at the time of the episode. Ts confirmed this device was operation as programmed. No adverse patient effects were reported. This device remains in service.